Event description:
The customer reported to customer service that when she unplugged the transformer from the wall she saw it spark. No injury was reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she observed sparking on the cord where the wires are exposed at the strain relief, however, she did not see any evidence of burning, melting, smoke, or fire. She also stated that an injury was not sustained as a result of the issue. The customer stated that she witnessed sparking, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed both the inner and outer insulation on the dc output cord was breached at the strain relief. There were no signs of burning or fire, nor any holes, or openings in the transformer housing. The power supply was plugged in and the voltage across the dc plug was measured at 0vdc, which indicates that the power supply is not producing voltage. No smoke, fire, or sparking was observed. Resistance across the dc plug was measured at 0.756 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measures as open, which is not normal and indicates that the thermal fuse did blow.